Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that "there was something wrong" with the patient's cardiac resynchronization therapy defibrillator (crt-d). It was noted that the patient was hospitalized on a few different occasions and adjustments were made to the device. The device remains in use. No patient complications have been reported as a result of this event.